Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer accidentally dropped the insulin pump on the floor, and the drive support appeared to be damaged. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
The insulin pump received with cracked case at lcd window corners and battery tube threads. The insulin pump received with scratched lcd window. The insulin pump received with loose/protruded drive support disk. The insulin pump received with broken belt clip slot.